Event description:
During a follow up, increased, out of range, defibrillation impedance was observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.